Event description:
Healthcare professional reported "right dual lumen with saline deflation seen intraoperatively." This is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right dual lumen with saline deflation seen intraoperatively." This is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening in radius side assessed as fold flaw opening. Creases/folding of implant: is observed in the device. Additional observations: wear abrasion is observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.